Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/ spinal pain. It was reported that the patient started having to charge her ins more frequently to where she charged it every 2 weeks and she noticed this change after the device was jump started for the first time. Patient confirmed that device was jump started because she couldn't charge/connect with the insr or patient programmer (pp). No symptoms reported. No further complications were reported/anticipated.